Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted. Healthcare professional later reported right side ¿puncture holes in implants.¿

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture ¿ ndr: observed opening assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Use error: unable to observe since it is not related to the device. Additional observations: crease fold observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Patient reported right side pain and capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.